Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to unspecified reasons. A new aus pump was implanted. The system was filled with h2o and then was refilled with nacl. Additional information received states "searching for the problem the outcome was that the system originally was filled with h2o instead of nacl. System could not be activated after 6 weeks because it was empty of course. (The body retracts the h2o out of the system) during the surgery the pump became non-sterile and needed to be replaced. No explants were shipped back to bsc because no defects of the system."